Manufacturer narrative:
Investigation: bd has been provided with 4 reference samples for catalog 309110 to investigate for this record. Bd has carried out leakage tests and none of the samples available presented the reported defect. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd discardit¿ ii syringe leaked at the plunger end. The following information was provided by the initial reporter: ¿ syringes are leaking from plunger end. Customer is not sure which lot was used. Therefore she is informing about all of them - 1805304, 1711253, 1706194 and 1806234. Problem occured multiple times. One patient was involved and anesthesia medicine (not know exactly what) was used. Logistics is investigating if they have a sample to be sent. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe leaked at the plunger end. The following information was provided by the initial reporter: ¿syringes are leaking from plunger end. Customer is not sure which lot was used. Therefore she is informing about all of them # 1805304, 1711253, 1706194 and 1806234. Problem occured multiple times. One patient was involved and anesthesia medicine (not know exactly what) was used. Logistics is investigating if they have a sample to be sent.¿